Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated the prism analyzer misread a barcode label on a patient specimen. The barcode label was misread as 04410901246100. The account stated the letter "w" was missing prior to reading the digits. The account found the misread during a group report review and invalidated the sample. The specimen was processed a second time using the same specimen tube and barcode label with the correct reading of w044109012461. The account stated the misread barcode label had no stray marks, appeared flat, was straight on the tube and does not look damaged. No other barcode misreads on the prism analyzer were reported. The account stated the isbt function is enabled on the prism analyzer. Css discussed tube placement in the rack with the account. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The following items were provided by the customer for use in the investigation; sample bar code labels the customer considered representative of the quality of labels used in the laboratory, group reports and bar code configuration information. Unfortunately the actual sample bar code label involved in this incident was not available for return; however the customer did provide twelve bar code labels of two different symbol lengths. The investigation began with a visual inspection and measurement evaluation of the twelve sample bar code labels the customer provided. All symbol dimensions were within specifications and no visual defects were noted. Next, the quality of the bar code labels was investigated. Using a bar code analyzer the investigation team performed ten scans on each of the returned labels. The analyzer provided a cumulative quality rating for each of the labels provided. The results were 66% of the smaller size labels tested below grade c quality and 50% of the larger size labels tested below grade c quality. The investigation team also performed prism testing by reading all twelve labels in the following prism modes; test bar code read function (both for the hand held and the fixed head readers) and in sample processing, rack loading. No misreads were generated during any of the reads however multiple no reads were generated. In summary, the prism instrument was designed for use with bar code labels (B)(4) grade "c" or better. The abbott prism operations manual states, "the label print quality is an important parameter affecting the ability of a bar code reader to correctly decode the label information. Performance can be enhanced using labels with (B)(6) grades a, b, or c. Bar code labels with (B)(6) grades lower than c can provide valid reads, but the number of "no read" results will be higher and the possibility of misreads will be increased." In the future it is suggested to use the label quality recommended by the abbott prism operations manual ((B)(6) grade "c" or better) for all labels, as this will greatly reduce the chance of misreads. This is a final report.